Event description:
Customer reported no audio sound from the panorama central station, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative assisted the customer via telephone and was able to find source of the problem. Unit's repair is being conducted by customer's in-house staff.